Manufacturer narrative:
Though, based on the known info, it does not appear that the beefill used malfunctioned since it filled the space it was intended to fill. The device was not returned for eval and the lot number is not known for retained-product testing and/or DHR review.

Event description:
It was reported that a root canal was overfilled with beefill gutts percha. As a result and because the tooth was already damaged from age, disease, and an accident, the clinician opted to extract the tooth.